Event description:
It was reported that the patient presented to the emergency room with pocket erosion and (B)(6). On (B)(6) 2018, the entire system consisting of the right ventricular lead and the pacemaker was explanted. The physician did not allege that the infection was procedure or product related. Patient was stable post procedure.